Event description:
It was reported that the patient presented with high impedance shortly after undergoing a generator replacement. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.